Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device has power issues. There was no reported patient involvement/adverse patient impact.

Event description:
It was reported to philips that the device has power issues. It was clarified that the device will not power on and powers off during control test. There was no patient involvement.